Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer repaired the ventilator cart with new wheel. The ventilator was then put back into service. The broken wheel was not returned for investigation. The root cause of the reported issue has not been determined.

Event description:
It was reported that the ventilator's wheel was found damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).